Manufacturer narrative:
(B)(4). Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced a lack of osseointegration on (B)(6) 2016. It was noted that the fixture may have 'stripped' the bone during insertion. Subsequently, the abutment was placed on the sleeper implant.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on november 16, 2016 was filed inadvertently. No loss of osseointegration or explant has occurred. (B)(4).